Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was shown as discharge but actually the patient was admitted. A technical support specialist (tss) reviewed the logs and confirmed that the discharge message was received in (B)(6) 2026. Device had a discharge delay set to 72 hours, and after the discharge, an a02 message was sent. Reverse discharge was enabled, with a 12 hour timeframe, placing the reverse discharge cutoff. Unit t41 did not auto discharge as expected, although reverse discharge should have applied, but the timeframe had lapsed. Tss was unable to perform an undo discharge due to an error indicating the reverse discharge timeframe had expired. Customer could not change the discharge date and time per knowledge article title es server - need to readmit a discharged patient because the system indicated the patient was already discharged. Tss suggested a workaround by temporarily extending the reverse discharge timeframe to 72 hours to allow the undo discharge. An additional issue was identified as the discharge date was earlier than the admit date. After adjusting the facility settings, customer successfully performed the undo discharge, then reverted the timeframe back to 12 hours and saved the changes. The patient was restored to admitted status, and the orders reappeared. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient was shown as discharged, but she was actually still admitted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.